Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in a 21-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 5 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain") and menstrual disorder ("abnormal menstrual bleeding/ menstrual bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and menstrual disorder had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2017, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. On right side, 2 coils were noted. On left side 3 coils were noted coming from the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in a 21-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On 24-feb-2017, 5 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding/ menstrual bleeding") and back pain ("severe back pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on 24-feb-2017). Essure was removed on 24-feb-2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in january 2017, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, lot no, concomitant medication, new events vaginal haemorrhage and menorrhagia added. Outcome for the events vaginal haemorrhage, menorrhagia and pelvic pain added as recovered / resolved. On 1-mar-2018: mr received: new reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding/ menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in january 2017, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 21-sep-2017: reporter information updated, lawyer added. Essure indication updated to permanent contraception. Events persistent pelvic pain was added and event menstrual bleeding was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia and menstrual disorder to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2017, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: fallopian tubes were bilaterally occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.